Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the pulling/burning sensation was determined but not clarified. They stated they needed to move device. The issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are having issues with the device again. The patient stated they saw their urologist on the 30th of july and the doctor had set the program. The patient said they are sore again and it feels like it is pulling. Patient mentioned they have had knee issues and are a very sedentary person so they are sitting in a recliner most of the time. The agent reviewed options to decrease stimulation, change programs, or turn the device off for a couple days to see if symptoms improve. The patient decreased stimulation to 1.9 and stated they thought the issue was better. The patient then stated it is back to pulling and almost feels like burning. The patient opted to turn stim off. See related pe (B)(4) - pulling/removed.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.